Event description:
It was reported a balloon developed a leak during an unk procedure. No pt complications resulted from this event. Attempts to gain further info with regards to the circumstances surrounding this event were unsuccessful. This device was rec'd, evaluated and retained by this MFR. The engineering eval revealed kinks in the catheter shaft located at the strain relief and under the balloon 8 millimeters proximal to the proximal radiopaque marker. Pressure testing revealed a pine hole leak located in the distal transition zone 6 millimeters distal to the distal radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a kinked shaft, as well as contact with a sharp external source, scratches on the balloon surface. Co believes these factors may have contributed to this event. However, without evaluating the product and without further details about the event, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."